Manufacturer narrative:
Initial reporter address: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was moderately tortuous and severely calcified. A 12.0 x 20, 75cm mustang balloon catheter was advanced for dilatation. However, during initial inflation at 14 atmospheres for 5 seconds, the balloon ruptured at the center part of the balloon. The device was removed, and the procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient was in good condition post procedure.